Event description:
According to the reporter, intra-operatively in a laparoscopic roux en y bypass, during firing of the black reloads, the device had an issue, it would not continue firing, it fired 15mm, the surgeon waited for the tissue fluid to disperse, he continued firing the thick tissue and the device fired, but the time they unload the device it won't reload. A red indicator was near the device were they did not noticed its loading and firing. Also the device¿s component broke off, potentially a small silver piece of metal was found on the nurses trolley and it enclosed in a specimen bag inside the box. There was a reinforcement material used in conjunction with the stapling device. They opened a new handle to complete the case and resolved the issue. The patient was alive with no injury.